Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported that the patient has had occasional diaphragmatic stimulation when laying on his left side, but that it had not been problematic. It was also reported that the patient received one inappropriate shock in (B) (6) 2007 due to t-wave oversensing during exertion. The lead remains in use. No further patient complications have been reported as a result of this event.